Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Physician reported right side exchange of textured devices due to patient's concern with product. Later physician reported rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported exchange of textured devices due to patient's concern with product. Later healthcare professional reported rupture. Device has been explanted. This relates to the right side.